Event description:
Device 1 of 5 : reference MFR. Report: 3006705815-2018-02380 , reference MFR. Report: 3006705815-2018-02381 , reference MFR. Report: 1627487-2018-08956 , reference MFR. Report: 1627487-2018-08957 . Follow-up identified the patient was hospitalized due to an infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report: 3006705815-2018-02380. Reference MFR. Report: 3006705815-2018-02381. Reference MFR. Report: 1627487-2018-08956. Reference MFR. Report: 1627487-2018-08957. It was reported the patient's incision sites were not healing. Surgical intervention was undertaken on (B)(6) 2018 to explant the system.

Event description:
Device 1 of 5 : reference MFR. Report: 3006705815-2018-02380 ; reference MFR. Report: 3006705815-2018-02381 ; reference MFR. Report: 1627487-2018-08956 ; reference MFR. Report: 1627487-2018-08957 . Follow-up identified the patient was discharged from the hospital.